Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that over the past 6 months, the mother of the pt has noticed that the pt has been having increasing problems with the implant system. In october, 2006, the pt complained of a headache and refused to wear the speech processor, however, a few hrs later, everthing was again fine. A few weeks later, the pt complained again of a headache. The pt's speech understanding and speech have become increasingly worse. In january, 2007, the pt's father brought her to the distributor. The external equipment was seen to be functional, but testing showed that the implant has malfunctioned.